Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify critical pump error ,missing segments, partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant blank flashing white light. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via (B)(6) post that they were in emergency room on unknown date due to the insulin pump and glucometer was not working correctly. Insulin pump screen was flashing. Customer did not report insulin pump screen flashing when screen was turned on after being in sleep mode. Insulin pump was dropped out. The device will be returned for analysis.